Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: at point of use, surgeon noticed broken jaws; piece recovered. Was the device used in patient: no. Was there patient involvement: no.

Manufacturer narrative:
(B)(4).